Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was an absence of vibration on the insulin pump. The customer's blood glucose was 6.8 mmol/l at the time of incident. The insulin pump did not vibrate during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no audio or beeping alarms tones due to broken black wire of the piezo transducer. Device received with passed the displacement test. Pump fail self test due to broken black wire of the piezo transducer.